Event description:
As a pt was being prepared to be transported from the o.r. To the ICU, when the dual drive console (ddc) was unplugged from ac power, the top module shut down. The ddc was immediately reconnected to ac power, and the module resumed operation. Another attempt was made to disconnect the ddc from ac power, but the module ceased to function again. The pt was switched to a back-up driver. There was no reported effect on the pt.